Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (deformation); patient¿s condition affected effectiveness of device (lesion morphology¿ 100% stenosis and moderate vessel tortuosity). No results available since no evaluation performed (device not provided for review); none (device not returned for evaluation). Conclusions: inherent risk of procedure ¿ (deformation); device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 100% stenosis and moderate vessel tortuosity); device not returned (device not returned for evaluation); unable to confirm complaint - (device not provided for review). (B)(4).

Event description:
It was reported that the physician implanted 1 resolute onyx (3.00mm x 22mm) in a lesion in the lad with 100% stenosis and moderate tortuosity at 12 atm but the stent did not expand well. The physician then post dilated using a non-mdt nc balloon (3x10) at 30 atm but the physician noted that there was a fracture in the distal part of the stent. Physician then deployed another resolute stent (2.50mm x 12mm) to cover the fracture. Reported that the patient is stable. Image review summary: the cardio angiogram (cag) shows a large area of stenosis in the lad. The cag shows the deployment of the stent in the vessel. The target lesion appeared to be resistant to concentric deployment of the stent thus giving a possible irregular stent profile. The cag also shows a post dilation with a nc balloon. The post dilation also failed to give the stent a regular shape. When the stent is expanded in the vessel, the distal section of the stent does not appear to be fully expanded, this area appeared to have some resistant stenosis. The strut fracture cannot be confirmed from the images, the lesion appeared to be resistant to concentric deployment of the stent. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)